Manufacturer narrative:
Upon retroactive review of this complaint file, it was determined that this was an MDR reportable event. The MDR is being filed immediately upon this discovery. The conmed mfg facility was made aware of this incident and has been asked to evaluate the cause of the reported event listed in the medical device reported. A follow-up report will be submitted to the FDA upon completion of the mfg facility evaluation.

Event description:
Procedure: total hip replacement. Cut and coagulation buttons were in the wrong position on the pencil. When the surgeon depressed coag, he activated cut and vice versa.